Event description:
It was reported a revision surgery, right knee arthroscopy irrigation and debriment was performed.

Manufacturer narrative:
The last provided follow up report (~ 5 wks post aclr), indicates the pt. Was attending pt as ordered and the pain was improving, however there was difficulty with mobility. The patient¿s current condition is unknown. Based on the device sterilization report, it cannot be concluded that the source of the infection is device related, and therefore the root cause remains unknown.

Manufacturer narrative:
Device is not being returned for evaluation. Due to the nature of the complaint a review of the sterility records for this lot was performed which confirmed that the product was sterilized per the standard terminal sterilization process. All parameters of the sterilization cycle conformed to the validated parameters. Based on the device sterilization report, it cannot be concluded that the source of the infection is device related, and therefore the root cause remains unknown.